Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported hemolysis could not conclusively be determined through this evaluation. The submitted log file contained data from 29jan2020 through 04mar2020. No atypical alarms or events were captured. The actual speed remained above the low speed limit and the device appeared to be functioning as intended with stable parameters. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency with hemolysis markers. It was later reported that there was no non-device related cause for hemolysis identified and hemolysis markers returned to baseline the next day. A ramp transthoracic echocardiogram (tte) was negative for any device malfunction. The patient had diarrhea for 3 days and was given fluids. The patient's left ventricular systolic function had improved since the last echocardiogram and the degree of aortic regurgitation was less.